Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19244. Note: the pt received two leads, same model and lot numbers and one lead with a different model number. Both lots are being reported. It was reported the pt's stimulation is not providing enough pain relief. The pt declined reprogramming, continues to use the stimulation and does not want to have the sys explanted. The pt is going to receive injections to address the pain.